Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an activation issue, the activation button stick in the 'on' position. The doctor was unable to manually change the power of the device pen. At the end of the surgery, the same pen was tested on another generator, but it was also not able to change the energy power manually. The doctor only managed to change the power of the energy in the generator. There was no patient injury.